Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction associated with the sensor adhesive. The sensor was inserted into the arm on (B)(6) 2020. The patient had applied a layer of cavilon prior to inserting the sensor; however, the reaction occurred. The patient was evaluated by an hcp; however, there was no documentation of medical intervention. Additional information was provided on 03/29/2021. The patient reported she "still has marks from other patches", presumed to mean scarring from previous skin reactions. A photograph was provided for investigation. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.